Manufacturer narrative:
Phone (B)(6) device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg 5/2/2024. One device was received for evaluation. Visual inspection found a scratched screen, and a cracked syringe port. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.